Manufacturer narrative:
In possession of ins. Co.

Event description:
Subrogation claim that an unknown model of humidifier may have been the cause of a residential fire. No injuries were reported with this incident.